Event description:
It was reported that a spectrum iq infusion pump did not recognize closed door intermittently. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, 'door intermittently does not show that it is closed ' was not reproduced. A review of the event history log revealed one event of 'shut door-power off'. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.